Manufacturer narrative:
Film evaluation results are: review of pre-implant CT¿s revealed that the patient had a 5cm max diameter aaa. The proximal neck diameter just below the lowest right renal artery measured ~ 17 x 18mm, and contained significant thrombus and calcification. The flow lumen diameter just below the renal was ~16mm x 11mm. Ten (10mm) lower the neck diameter was 28mm and the flow lumen diameter was 23mm. The neck was moderately angulated. The aaa contained significant thrombus; 1.5 ¿ 3cm diameter flow lumen. The distal aortic diameter was ~12mm and was extensively calcified, and the iliac arteries were also extremely calcified and moderately tortuous. Review of angio images during implant revealed that the bifurcate was brought up the left side, and implanted ~5mm below the renal arteries. The proximal stent graft od measured ~20mm l-r. The suprarenal stents did not appear well opposed to the suprarenal neck and the diameter across the suprarenal stents measured ~11mm. No obvious stent entanglement was observed. The bifurcate ipsi limb was extended with another limb into the left common iliac and the contra limb was positioned down into the right common iliac artery. Angio showed a possible proximal type I endoleak. Five or six aptus endoanchors were then seen implanted through the proximal 1cm of the bifurcate and into the proximal neck, and final angio showed likely resolution of the proximal type I endoleak. The stent graft was patent and no other issues were observed. Post-implant CT¿s from 3-days post-implant were reviewed. The CT¿s were non-contrast, therefore any possible endoleak could not be assessed and measurements were approximate. The bifurcate was positioned just below the renals. The proximal od measured ~24mm, and the diameter across the mid-span of the supararenal stents was ~15mm. The max diameter aaa was 5cm. The limbs appeared compressed within the small and calcified distal aorta; however, since the films were non-contrast the limb patency could not be assessed. No obvious stent graft issues were observed. The exact cause of the type ia endoleak which resolved after implant of the aptus endoanchors could not be determined from the films provided. However, it is possible that implanting with the small diameter, conical-shaped, calcified, and thrombus filled proximal neck may have contributed.

Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 54 mm in diameter abdominal aortic aneurysm. The proximal neck was 18-28 mm in diameter and 18 mm in length. The proximal aortic neck angulation was 21 degrees. There was 25 percent of circumference thrombus in the seal zone with 3 mm of thickness. It was reported that on the final angiogram, a proximal type I endoleak was identified. The physician performed an intervention and implanted aptus endoanchors, resolving the event. No additional clinical sequelae were reported and the patient is fine.